Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging hospitalized due to experienced extreme headaches and sinus irritation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged the patient is hospitalized due to experienced extreme headaches and sinus irratation. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. And can confirm the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.